Manufacturer narrative:
It was reported that the patient underwent partial mesh removal on (B)(6) 2011 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and coloplast restorelle were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a coloplast restorelle and coloplast medical mini mesh due to pelvic prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, dyspareunia and vaginal scarring. The patient underwent revision of previous placed mesh on (B)(6) 2010 due to pain. The patient underwent revision of pelvic mesh concurrently with removal of granulation tissue on (B)(6) 2010 due to pain and dyspareunia. The patient underwent removal of mesh on (B)(6) 2011 due to mesh erosion and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary tract infection and urgency. It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) at (B)(6) services.